Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Further investigation of the worn ribbon cable found no damage on the surface. The cable passed continuity checks.

Event description:
The customer stated they were receiving gripper mechanism errors while trying to load a new reagent cassette onto their c501 analyzer. The customer reset the analyzer and could see no problems with the cassette or label. The customer failed to get the gripper to load a different new reagent cassette. The customer performed another reset and could not see any problems with the cassette or the gripper. The customer was able to get the analyzer to unload cassettes. There were no adverse events. The field service representative found burn marks on the r1 reagent probe assembly cover indicating there had been arching from the worn ribbon cable. He replaced the worn ribbon cable. Operational and mechanical checks were performed with success. The reagent cassettes loaded and unloaded without failure. The possibility of a fire hazard was low in this scenario. The analyzer had built in safety features that would prevent a fire in most cases, such as fuse protection and safety covers.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.